Event description:
The patient reported the surgeon implanted a micl 13.2mm implantable collamer lens in the right (os) eye on (B) (6) 2009. The patient is experiencing halos in dim lighting. The icl remains implanted. Additional information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when additional information is available. See MFR# 2023826-2010-00277 for the left eye.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).